Event description:
The customer reported that water and aspirates came out of the sub water pipe of the colonovideoscope when the patient choked during a case. The issue occurred during a lower diagnostic gastrointestinal endoscopy. The sub water inlet cap was used, but it was dripping. A flushing pump was not used during the case. The case was continued and completed. The issue did not occur when using a similar scope and encountering the same circumstances. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted due to the reported event occurring multiple times. Please refer to the following reports: patient identifier of (B)(6) is related to the first occurrence. Model number: cf-xz1200i, serial number: (B)(4) patient identifier of (B)(6) is related to the second occurrence. Model number: cf-xz1200i, serial number: (B)(4) this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported leak was confirmed. Based on the results of the investigation, the root cause of the leak was that if water remains in the auxiliary water channel, it may come out from the auxiliary water channel outlet or auxiliary water inlet at the tip. The auxiliary water channel outlet cap does not prevent this. The auxiliary water tube has a check valve to prevent leakage from the auxiliary water inlet. Therefore, it is thought that the auxiliary water channel outlet cap was attached while there was water in the channel, causing water leakage. It is speculated that the remaining water came out due to vibrations when the patient choked. The event can be detected/prevented by following the instructions for use which state: "never disconnect the auxiliary water tube during an examination; leave it attached until the endoscope is precleaned.¿ olympus will continue to monitor field performance for this device.